Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the atrial lead exhibited high impedances and oversensing, causing the physician to suspect a lead fracture. The lead was removed from the device and tested via the analyzer, where all parameters registered within normal limits. It was determined that the device had migrated within the pocket, causing the lead connector to shift within the device header, resulting in the abnormal readings. The lead was reconnected to the device and the device was repositioned inside the pocket. The device and lead remain in use. No patient complications have been reported as a result of this event.